Manufacturer narrative:
The manufacturer investigation has revealed that the cause of the uncontrolled movement of the indigo module is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcb) located inside the indigo module. The indigo pcb was returned and inspected. The engineer was able to reproduce the claimed issue. The pcb sensor malfunction was detected. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; according to design, to deactivate indigo, brakes need to be applied. Moreover, after using indigo, brakes shall be applied; each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Arjo device failed to meet its performance specification since the indigo worked incorrectly (moved itself). The issue occurred without involvement of a patient. No injury was reported. The complaint was assessed as reportable to the allegation about the uncontrolled movement of the indigo module.

Event description:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). While waiting for the lift, the member of staff had the indigo turned on and did not hold the bed. The bed without the operator contact run away. It stopped hitting in the wall. No patient was involved, no injury was sustained.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.